Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose level. The customer's blood glucose value was 411 mg/dl at the time of the incident. The customer needed assistance in delivering a correction bolus. The customer was assisted with troubleshooting for high blood glucose but was unable to perform as he went to the hospital and was told by the doctor that his blood glucose went high because of dehydration. The insulin pump will not be returned for analysis.